Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model vnl11-j10 is available in the USA with a 510k number k172156. We checked the returned unit and confirmed that the segment steel braid steel braid piercing . Based on the result, we concluded that it was caused due to the physical damage applied on the segment steel braid. In addition, we confirmed that the remote control button(1) cracked, the remote control button(2) cracked, the remote control button(3) cracked, the remote control button(4) cracked, the insertion flexible tube (ift) crushed, and the bending rubber steel braid piercing ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Insertion flexible tube (ift) steel braid piercing.